Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that pacing thresholds rose to 5.0 v, 1.0 ms but the patient had an intrinsic beat. The lead was removed and replaced.